Manufacturer narrative:
As received, the handpiece could not support the reported complaint and a root cause could not be determined. There was no evidence of the cap unscrewing under testing conditions where the cap was affixed with the specified torque wrench. The cap only moved when it was unscrewed by half a revolution during testing. Multiple dimensions on the head and cap were checked by production personnel and all were found to be within specification. The handpiece was then microscopically evaluated by quality personnel. Microscopic evaluation revealed minor debris within the cap and head cavities and set components. Rotor blades exhibited damage. Some rubbing marks were also seen within the head cavity. In addition, the handpiece did not meet specifications for cut performance.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a tradition handpiece and the turbine fell into a patient's mouth. The reported complaint did not result in an injury or need for intervention.